Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.

Event description:
International affiliate notified depuy synthes spine on (B)(6) 2014 that the leopard cage broke when being placed in the patient. The cage was discarded and is not available for evaluation. The affiliate has been reminded of the need to notify depuy synthes spine complaint handling unit within twenty four hours of becoming aware of an adverse event.

Manufacturer narrative:
The leopard cage was not returned for evaluation as the device was discarded. A device history record (DHR) review identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Therefore, the product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the leopard parallel 28x10 implant cage was conducted on the specific code from the complaint as the cage¿s height affects the stress profile on insertion and is not indicative of the family or vice versa. This analysis found no emerging trends. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. No systemic trends were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.